Event description:
The customer reported a bloody fluid leak of approximately 0.5ml from the probe on a coulter lh 780 hematology analyzer while processing samples in manual mode. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/07/2015 and found a leak from the probe wipe rinse block. The fse observed a clot in the bottom port of the rinse block. He removed the clot from the rinse block port, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).